Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During impaction of the cup, at the final hit of the mallet, the impaction platform broke in half. The spring flew off the sterile field and landed on the floor. All pieces were accounted for and the patient was not affected. We were able to complete the case successfully. Procedure type: tha.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections. Based on the results of investigation. It was reported that the impaction plat form broke during impaction. The product was unavailable for inspection as the product was not returned. Review of the device history records indicate 104 devices were manufactured and accepted into final stock on (B)(6) 2016. No non-conformances were identified during inspection. A review of complaints in catsweb and trackwise related to (B)(4), lot 45010216 shows no additional complaints related to the failure in this investigation. The failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available this investigation will be reopened. No action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device not returned.

Event description:
During impaction of the cup, at the final hit of the mallet, the impaction platform broke in half. The spring flew off the sterile field and landed on the floor. All pieces were accounted for and the patient was not affected. We were able to complete the case successfully. Procedure type: (B)(4).